Event description:
It was reported that the patient presented in the hospital for a magnetic resonance imaging scan (MRI). The implantable cardioverter defibrillator (ICD) was programmed into MRI mode. After the scan, the ICD had gone into backup mode. The device was successfully reset. There were no patient consequences.